Event description:
On (B)(6) 2014 dilaudid was removed from the pump. Morphine, fentanyl, and baclofen were placed in the pump. The patient reported morphine leaked into his body. About fifteen minutes later they began feeling very lightheaded and he almost could not walk. Later that day they were vomiting uncontrollably for two hours. They could not catch their breath between vomiting episodes and they were scared. They did not want to fall asleep because they were afraid they would not wake up. They did end up falling asleep, and it took his mother and roommate eight minutes to arouse him. When the patient was finally awoken they were gasping for air. They were just starting to black out when the paramedics arrived. They woke again to an oxygen mask on their face with a pulse oximetry of 76. They were told it should be 98. At that time they began to have vomiting and diarrhea simultaneously. They knew it was the morphine causing these symptoms because they could taste the morphine in their mouth. The emergency room healthcare provider (hcp) confirmed the patient was in a full morphine overdose. They were given medications to reduce the vomiting. The patient was given the options and decided to turn off the pump. A representative was paged and was instructed to turn the pump off at that time. When the representative interrogated the pump it was running at minimum rate. Intravenous drugs were administered to treat them, but they did not know what drugs were given. The patient was discharged the next day on (B)(6) 2014. On (B)(6) 2014 the pump was explanted. The patient had tissue growth over the catheter so about two inches were left implanted. The patient stated as of (B)(6) 2014 they had an appointment with a neurosurgeon to have the catheter fully explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).